Event description:
It was reported that within a week of implant, the right ventricular lead had high thresholds, suspected dislodgement, and potentially perforated the right ventricle. The lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.